Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with laparotomy, sigmoid colectomy and colorectal anastomosis due to pop, significant perineal descent recurrent sigmoidocele, pelvic pressure, constipation and short vaginal length. It was reported that following insertion the patient experienced bowel problems. It was reported that the patient underwent vaginal cutting on (B)(6) 2004. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to constant backaches and the patient unable to move bowel since 2003. It was reported that the patient underwent more mesh removal on (B)(6) 2008 concurrently with skin graft added to vagina due to constant backaches and defecation problems. It was reported that the patient underwent a hernia repair in 2013. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent laparoscopic mesh repair, incisional hernias on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported the patient underwent repair of vaginal stenosis with split-thickness skin graft on (B)(6) 2008 due to vaginal stenosis. It was reported the patient underwent release of vaginal stricture and placement of vaginal foam on (B)(6) 2009 due to vaginal stricture. No additional information was provided.